Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system. The system performed as intended. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the probe was bent during use.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. Initial reporter, unknown. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation instrument outside of procedure. It was reported that the navlock thoracic probe tip was deformed. Another probe was used. No patient was present.